Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not have the pump at first but received pump reset information from technical support, who assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump, with instructions to call back if any future malfunctions occurred.